Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done.

Event description:
It was reported that during a vaginal hysterectomy the blade tip broke off inside the patient. The tip was located and removed. The procedure was completed with a like device with no patient consequences.